Event description:
It was reported that during a mitral valve repair procedure, the catheter could not be inserted into the introducer. Another catheter was obtained and used with the initial introducer already inserted into the pt. The second catheter was used in the case with no adverse pt consequences as a result.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet completed. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.